Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's friend reported via phone call history anomaly and high blood glucose levels. Customer's blood glucose level was 495 mg/dl. Customer's friend advised they delivered a bolus to the patient and it did not record in the bolus history. Customer's friend advised they tried a second time and the bolus delivery properly recorded. Customer's friend advised a bolus delivery had not been recorded for an entire day which may have resulted in high blood glucose levels. Customer was advised to monitor their blood glucose, the insulin pump and call back if issues persist.